Event description:
The customer reported via phone call that he had an issue with the pump giving too much insulin. Customer's blood glucose went down to 30 mg/dl and the pump was suspended. Customer stated that it gave 42 units that he never gave to himself. Customer does not want to troubleshoot and just wants the pump to be replaced. Customer's bolus history was reviewed and the customer stated he did not put in 25 units and suspend at 14.2 units. Customer had the same issue where his blood glucose went down to 30 mg/dl. Customer had to drink a lot of apple juice. Customer's current blood glucose was 125 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-76045.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial reports. The additional information has been provided with this report. The device was monitored for 24hours and no unexpected bolus delivery noted.